Manufacturer narrative:
A headquarter support center (hsc) specialist reviewed the instrument data and concluded that the samples repeated on the advia centaur, which utilize a different technology and antibodies, produced elevated results that are comparable to the dimension exl results. The device is performing within specifications. No evaluation of the device is required. This event is related to the following mdrs: 2517506-2018-00434, 2517506-2018-00435.

Event description:
The customer informed siemens of elevated cardiac troponin I (tni) results that were obtained on a patient's samples on the advia centaur instrument. The results obtained on the advia centaur instrument were part of repeat testing performed by the customer. The repeated results obtained on (B)(6) 2018 were determined to be elevated when compared to the repeated results obtained on the dimension exl 200 instrument. The customer informed that a cardiac catheterization was performed. There are no reports of adverse health consequences due to the discordant, elevated tni results or the catheterization procedure.